Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. No cracked case to the right hand corner of insulin pump noted. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had blank display screen and a cracked damage to the tight hand corner of pump. The blood glucose was unknown at the time of the incident. The device is expected to be returned for analysis.